Event description:
In 2009, the patient reported experiencing low blood glucose of 48 mg/dl approximately one week ago. His normal blood glucose level is 120 mg/dl. He drank orange juice to elevate his readings and he remained connected to the infusion device. Troubleshooting did not reveal any product issues. The patient believes the infusion device delivered too much insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.